Event description:
It was reported that the patient presented remotely. Review of transmission reveal that the right ventricular lead exhibited noise oversensing and high pacing impedance. The reported lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.